Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage. Event log history was performed and indicated that "high alarm displayed: reservoir volume is zero" was recorded in history. During analysis, the reported problem regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The pump's expulsor will be trimmed as a preventive measure in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 21 failed volumetric test. No patient involvement.